Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery. After deploying the 10 x 29 mm omnilink elite stent at 8 atmospheres, there was difficulty deflating the balloon. The balloon deflated a little bit, then approximately 0.5 mm per minute. The balloon was retracted from the stent when possible, then new contrast was re-injected to make sure it the consistency was not too heavy. The balloon was retracted to the iliac-femoral artery, but could not be pulled into the sheath as it was still inflated. Another deflation attempt was made, but ultimately it had to be deflated by puncturing a needle through the skin when it was in the position of common femoral. There was no clinically significant delay in procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issues and difficulties removing the device were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.